Event description:
It was reported that as of (B)(6) 2023, no further issues were reported from the patient.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of low voltage hazard and no external power alarms active on (B)(6) 2023 was confirmed via visual analysis of the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 7.5 days ((B)(6) 2023¿ (B)(6) 2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2023 from 17:16:59 ¿ 17:17:47. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc voltage was restored to its expected voltage threshold. Pump speed was not affected by the alarms. Provided information stated that the mpu has a v-lock connector on the ac power cord, the account is unable to assess if the ac power cord came loose at the wall outlet, or the back of the unit, or if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged and will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿¿¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files noted low voltage hazards and no external power alarms on (B)(6) 2023, while on the mobile power unit. The cause of the low voltage hazards and no external power alarms on the mobile power unit was unclear, but it was thought to be a mistake made by the patient's physical therapy staff.